Manufacturer narrative:
Other text: d4: UDI number, g5: 510k number, no information has been provided to date. No device, error history or event history log has been returned for investigation. The most probable yet unconfirmed root cause is that the cassette is empty or not being connected properly and not being detected by the pump. No serial number was provided, no device history record review completed., corrected data: d1: brand name, d4: mode and catalog number, d3 and h6 health effects corrected

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that three hours after the customer started to use the cassette, an alarm sounded. It persisted even after changing the pump to another one. No patient injury.